Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's lead was displaying high impedances on several contacts. Reprogramming was attempted but was not adequate. The patient's lead was explanted and replaced.

Event description:
It was reported that a patient's lead was displaying high impedances on several contacts. Reprogramming was attempted but was not adequate. The patient's lead was explanted and replaced.

Manufacturer narrative:
The returned lead was analyzed and all cables were found to be completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead was kinked after exiting the clik anchor which resulted in the complaint. With all the available information, boston scientific concludes the reported event was confirmed. The reported complaint was caused by excessive mechanical force or movement, which caused the cable fractures right at the anchor point. The probable cause is "cause traced to component failure."